Event description:
It was reported that the right ventricular lead had an increase in impedance, high impedance and high thresholds. The lead was reprogrammed and remains in use. It was noted that the patient has been scheduled for a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had an increase in impedance. The lead was reprogrammed and remains in use. It was noted that the patient has been scheduled for a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).